Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 11.9 mg/ml hydromorphone at a dose of 2.248 mg/day, 714.5 mcg/ml clonidine at a dose of 134.99 mcg/day, and 11.9 mg/ml bupivacaine at a dose of 2.248 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the actual reservoir volume (arv) was greater than the expected reservoir volume (erv). The erv was 12.5 and the arv was 38.7. A (B)(6) study was done. The patient was brought in on (B)(6) 2017 to do a (B)(6) study and (B)(6) study but they could not aspirate the catheter. The (B)(6) study showed the rotor moved 60 degrees and imaging showed that the catheter looked like it was at the appropriate level. On (B)(6) 2017 they programmed to give 20% bolus doses times five over the past hour or so "to see if he notices it" and the patient's blood pressure was staying the same and his pain level had not changed. The hcp stated that they would consider replacing the catheter and possibly replacing the pump as well. The patient probably went through withdrawal, the patient was "very stoic, had a flat affect". The patient was still having pain and not getting therapy effect. The patient stopped using the personal therapy manager (ptm) programmer as he was not feeling the boluses. The patient was getting pa boluses of 0.224 mg up to 4x/day. The pump was programmed to minimum rate on (B)(6) 2017. The pump was filled with saline on (B)(6) 2017. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the arv > erv volume discrepancy and the inability to aspirate the catheter was not determined. The hcp was unable to aspirate cerebrospinal fluid (csf) from the side access port. As an action/intervention a rotor study was done and it was "normal". The plan was to inject the side access port with saline and then monitor patient for 4-6 hours afterward. The erv > arv volume discrepancy and the inability to aspirate the catheter had not been resolved. The patient may need a totally new intrathecal catheter.